Event description:
A pt reported blood glucose results of "130 mg/dl" with a lifescan meter and "98 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. However, the customer care rep walked the pt through two consecutive control solution tests and the results fell ouside the specified range. Based on the failed control solution tests, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.

Manufacturer narrative:
Lifescan had requested the return of the subject meter and strips for evaluation, but has not yet received them.